Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported per patient's mother that pump setup was lost even though the pump was used just 4 days ago. Dose 112ng/kg/min; administration via sc; pulmonary arterial hypertension. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-13764. The report was submitted in error.